Event description:
A discordant, falsely depressed calcitonin patient result was obtained on an immulite 2000 instrument. The initial result was reported to physician(s) and was questioned. The same sample was repeated on an alternate immulite 2000 instrument in a different laboratory. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed calcitonin patient result.

Manufacturer narrative:
A united states customer contacted siemens to report a falsely depressed calcitonin patient result was obtained on an immulite 2000 instrument. Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2021-00034 on 05-nov-2021. Additional information (17nov2021): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed normal troubleshooting and found no issues with the instrument. A further review of the instrument files did not indicate a systemic instrument problem. Siemens also reviewed the release data for the affected kit lots and it met release specifications. The instrument is performing according to specifications. No further evaluation of this device is required.